Event description:
Treatment of an avm. It was reported onyx could not be fully visualized under fluoroscopy during the procedure. No patient injury reported.

Manufacturer narrative:
An empty vial of onyx was returned for evaluation. Therefore, radio-opacity testing was performed on the retained sample from the sample lot and was found to be within specification.